Event description:
It is reported that a customer had issues with the adhesive tape holding the sensor to their insulin pump. The customer's blood glucose level was at 110 mg/dl. The customer was advised to not wear restrictive clothing and was instructed not to wear the sensor a littlie higher than the present area and to wear it vertically instead of horizontally like the customer had been wearing. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.